Event description:
It was reported that lead dislodgement was observed via x-ray during pre-discharge check. The lead was repositioned successfully. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.